Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v480039, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated therapy was good for the first week then went away. The patient stated it was gradual for a couple weeks and abrupt/sudden in 2010. The patient indicated that the loss of therapy was sudden. There was no falls or traumas reported with the event. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.